Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745nt (serial: (B)(6)); product type: ; implant date n/a; explant date n/a product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a product ID 97715 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was reported that while baking and charging the ins at the same time, the pt experienced a bad zapping sensation. The pt noted on the call to patient services that they "mixed up" their two controllers. One is for the ins used for their lower back and the other is for the ins used for their neck. The controller they thought was for their back had a label of "neck" on it. Patient services had the pt check the "about" screen for each of the two controllers to determine the ins serial number associated with each controller. On both controllers, the about screen displayed only dashes. The MRI mode screen did display the serial number on one of the controllers. The MRI mode screen on the other controller could not be accessed because the ins battery was too low in charge at the time. The pt was redirected to see their doctor to address the controller-ins pairing issue they were having.